Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that the stent delivery system balloon did not inflate. A new device was used to complete the procedure. No patient effects were reported. No additional information was provided.